Event description:
Found during testing. According to the reporter, the device's chargepak icon was illuminated and when battery charger test was performed, the device returned one tone indicating an internal error.

Manufacturer narrative:
Physio-control replaced the device and is continuing to investigate the reported incident.